Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5039160) on 15-jan-2015. The most recent information was received on 23-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain in my right pelvic area"), autoimmune disorder ("tested positive for an auto immune disease/ autoimmune disorder") and genital haemorrhage ("heavy and irregular bleeding") in a 41-year-old female patient who had essure (batch no: 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Concurrent conditions included postpartum state, depression, cervical disc herniation since on (B)(6) 2017, arthralgia since on (B)(6) 2017 and depression since on (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as fluoxetine hydrochloride (prozac). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant), pruritus ("itchy skin/ itching/ skin itching") and allergy to metals ("nickel allergy suspected"). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"), 2 years 6 months after insertion of essure. On (B)(6) 2012, the patient experienced arthralgia ("achy joints/ joint pain") and myalgia ("sore muscles/ muscle pain"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)" and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy period bleeding"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("period changed having a period every 2 weeks"), pruritus generalised ("body itching that felt like it was actually under my skin") and abdominal pain lower ("severe cramping/ right lower abdominal pain"). On (B)(6) 2012, the patient experienced depression ("depression/ increased depression"). On (B)(6) 2013, the patient experienced fatigue ("extreme fatigue/ fatigue"). On an unknown date, the patient experienced joint stiffness ("tight joints"), genital pain ("genitalia pain"), vitamin d deficiency ("vitamin d deficiency"), vision blurred ("problems with focus"), disturbance in attention ("concentration"), mood swings ("mood swings"), anxiety ("anxiety"), hyperhidrosis ("sweat profusely/ excessive sweating"), alopecia ("hair loss"), headache ("headaches"), formication ("skin crawling") and serotonin syndrome ("I had experienced an episode of seratonin syndrome") and was found to have platelet count decreased ("low platelet count"). The patient was treated with oral contraceptive nos and surgery (pelvic surgery, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, polymenorrhoea, fatigue, joint stiffness, arthralgia, myalgia, genital pain, vitamin d deficiency, platelet count decreased, vision blurred, disturbance in attention, mood swings, anxiety, abdominal pain lower, vaginal haemorrhage, weight increased, allergy to metals and serotonin syndrome outcome was unknown, the pruritus generalised, hyperhidrosis, pruritus, alopecia, headache and formication was resolving and the depression and menorrhagia had resolved. The reporter provided no causality assessment for anxiety, autoimmune disorder, disturbance in attention, genital pain, joint stiffness, mood swings, pelvic pain, platelet count decreased, polymenorrhoea, pruritus generalised, vision blurred and vitamin d deficiency with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, fatigue, formication, genital haemorrhage, headache, hyperhidrosis, menorrhagia, myalgia, pruritus, serotonin syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, physician required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2019: plaintiff fact sheet was received. Events added from pfs- I had experienced an episode of seratonin syndrome. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain in my right pelvic area"), autoimmune disorder ("tested positive for an auto immune disease/ autoimmune disorder") and genital haemorrhage ("heavy and irregular bleeding") in a 41-year-old female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. Concurrent conditions included postpartum state, depression, cervical disc herniation since (B)(6) 2017, arthralgia since (B)(6) 2017 and depression since (B)(6) 2014. Concomitant products included medroxyprogesterone (depo provera) for birth control. In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant), pruritus ("itchy skin/ itching/ skin itching") and allergy to metals ("nickel allergy suspected"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 2 years 6 months after insertion of essure, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy period bleeding"). In (B)(6) 2012, the patient experienced arthralgia ("achy joints/ joint pain") and myalgia ("sore muscles/ muscle pain"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("period changed having a period every 2 weeks"), pruritus generalised ("body itching that felt like it was actually under my skin") and abdominal pain lower ("severe cramping/ right lower abdominal pain"). In (B)(6) 2012, the patient experienced depression ("depression/ increased depression"). In (B)(6) 2013, the patient experienced fatigue ("extreme fatigue/ fatigue"). On an unknown date, the patient experienced joint stiffness ("tight joints"), genital pain ("genitalia pain"), vitamin d deficiency ("vitamin d deficiency"), platelet count decreased ("low platelet count"), vision blurred ("problems with focus"), disturbance in attention ("concentration"), mood swings ("mood swings"), anxiety ("anxiety"), hyperhidrosis ("sweat profusely/ excessive sweating"), alopecia ("hair loss"), headache ("headaches") and formication ("skin crawling"). The patient was treated with oral contraceptive nos and surgery (pelvic surgery, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, polymenorrhoea, fatigue, joint stiffness, arthralgia, myalgia, genital pain, vitamin d deficiency, platelet count decreased, vision blurred, disturbance in attention, mood swings, anxiety, abdominal pain lower, vaginal haemorrhage, weight increased and allergy to metals outcome was unknown, the pruritus generalised, hyperhidrosis, pruritus, alopecia, headache and formication was resolving and the depression and menorrhagia had resolved. The reporter provided no causality assessment for anxiety, autoimmune disorder, disturbance in attention, genital pain, joint stiffness, mood swings, pelvic pain, platelet count decreased, polymenorrhoea, pruritus generalised, vision blurred and vitamin d deficiency with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, fatigue, formication, genital haemorrhage, headache, hyperhidrosis, menorrhagia, myalgia, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, physician required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement 166 lbs. On (B)(6) 2012, patient had hysterosalpingogram (hsg) and, on (B)(6) 2012, transvaginal ultrasound (tvu), result was total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain in my right pelvic area"), autoimmune disorder ("tested positive for an auto immune disease/ autoimmune disorder") and genital haemorrhage ("heavy and irregular bleeding") in a 41-year-old female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. Concurrent conditions included postpartum state, depression, cervical disc herniation since (B)(6) 2017, arthralgia since (B)(6) 2017 and depression since (B)(6) 2014. Concomitant products included medroxyprogesterone (depo provera) for birth control. In (B)(6) 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant), pruritus ("itchy skin/ itching/ skin itching") and allergy to metals ("nickel allergy suspected"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, 2 years 6 months after insertion of essure, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy period bleeding"). In (B)(6) 2012, the patient experienced arthralgia ("achy joints/ joint pain") and myalgia ("sore muscles/ muscle pain"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("period changed having a period every 2 weeks"), pruritus generalised ("body itching that felt like it was actually under my skin") and abdominal pain lower ("severe cramping/ right lower abdominal pain"). In (B)(6) 2012, the patient experienced depression ("depression/ increased depression"). In (B)(6) 2013, the patient experienced fatigue ("extreme fatigue/ fatigue"). On an unknown date, the patient experienced joint stiffness ("tight joints"), genital pain ("genitalia pain"), vitamin d deficiency ("vitamin d deficiency"), platelet count decreased ("low platelet count"), vision blurred ("problems with focus"), disturbance in attention ("concentration"), mood swings ("mood swings"), anxiety ("anxiety"), hyperhidrosis ("sweat profusely/ excessive sweating"), alopecia ("hair loss"), headache ("headaches") and formication ("skin crawling"). The patient was treated with oral contraceptive nos and surgery (pelvic surgery, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, polymenorrhoea, fatigue, joint stiffness, arthralgia, myalgia, genital pain, vitamin d deficiency, platelet count decreased, vision blurred, disturbance in attention, mood swings, anxiety, abdominal pain lower, vaginal haemorrhage, weight increased and allergy to metals outcome was unknown, the pruritus generalised, hyperhidrosis, pruritus, alopecia, headache and formication was resolving and the depression and menorrhagia had resolved. The reporter provided no causality assessment for anxiety, autoimmune disorder, disturbance in attention, genital pain, joint stiffness, mood swings, pelvic pain, platelet count decreased, polymenorrhoea, pruritus generalised, vision blurred and vitamin d deficiency with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, fatigue, formication, genital haemorrhage, headache, hyperhidrosis, menorrhagia, myalgia, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, physician required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement 166 lbs. On (B)(6) 2012, patient had hysterosalpingogram (hsg) and, on (B)(6) 2012, transvaginal ultrasound (tvu), result was total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter informed that the right lower abdominal pain was constant and mild to severe. She also states that essure has worsened her depression (previously existing condition). Post essure removal surgery patient has recovered from heavy period bleeding and depression and informed that hair loss, headaches, excessive sweating and skin itching and crawling reduced. Essure insertion date was amended from (B)(6) 2012 to (B)(6) 2012. Events onset date were updated. Concurrent condition and other relevant tests were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain in my right pelvic area"), autoimmune disorder ("tested positive for an auto immune disease/ autoimmune disorder") and genital haemorrhage ("heavy and irregular bleeding") in a 41-year-old female patient who had essure (batch no. 886672) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. Concurrent conditions included postpartum state and depression. Concomitant products included medroxyprogesterone (depo provera) for birth control. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("period changed having a period every 2 weeks"), pruritus generalised ("body itching that felt like it was actually under my skin"), abdominal pain lower ("severe cramping/ right lower abdominal pain"), pruritus ("itchy skin/ itching/ skin itching"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy period bleeding"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced fatigue ("extreme fatigue/ fatigue"), arthralgia ("achy joints/ joint pain"), myalgia ("sore muscles/ muscle pain") and weight increased ("weight gain"). In november 2014, the patient experienced allergy to metals ("nickel allergy suspected"). In december 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced joint stiffness ("tight joints"), genital pain ("genitalia pain"), vitamin d deficiency ("vitamin d deficiency"), platelet count decreased ("low platelet count"), vision blurred ("problems with focus"), disturbance in attention ("concentration"), mood swings ("mood swings"), depression ("depression/ increased depression"), anxiety ("anxiety"), hyperhidrosis ("sweat profusely/ excessive sweating"), alopecia ("hair loss"), headache ("headaches") and formication ("skin crawling"). The patient was treated with oral contraceptive nos and surgery (pelvic surgery, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, polymenorrhoea, pruritus generalised, fatigue, joint stiffness, arthralgia, myalgia, genital pain, vitamin d deficiency, platelet count decreased, vision blurred, disturbance in attention, mood swings, depression, anxiety, abdominal pain lower, vaginal haemorrhage, weight increased and allergy to metals outcome was unknown, the hyperhidrosis, pruritus, alopecia, headache and formication was resolving and the menorrhagia had resolved. The reporter provided no causality assessment for anxiety, autoimmune disorder, disturbance in attention, genital pain, joint stiffness, mood swings, pelvic pain, platelet count decreased, polymenorrhoea, pruritus generalised, vision blurred and vitamin d deficiency with essure. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, depression, fatigue, formication, genital haemorrhage, headache, hyperhidrosis, menorrhagia, myalgia, pruritus, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, physician required surgical intervention to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75.283 kgs. Current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement 166 lbs. On 20-jul-2012, patient had hysterosalpingogram (hsg) and transvaginal ultrasound (tvu), result not reported. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number and removal date (B)(6) 2014 was added. Essure start date updated from 20-apr-2012 to 18-aug-2012. Events increased depression, fatigue, muscle pain, joint pain, right lower abdominal pain, excessive sweating, itching/ skin itching, autoimmune disorder were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, weight increased, allergy to metals, alopecia, headache, formication were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5039160) in united states on 15-jan-2015 which refers to the consumer herself, of unspecified age, who had essure (fallopian tube occlusion insert) inserted in 2012; seven weeks after the birth of her 4th child. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pain in my right pelvic area"), autoimmune disorder ("tested positive for an auto immune disease") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 4. Concurrent conditions included postpartum state. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), polymenorrhoea ("period changed having a period every 2 weeks"), pruritus generalised ("body itching that felt like it was actually under my skin"), abdominal pain lower ("severe cramping") and pruritus ("itchy skin"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), fatigue ("extreme fatigue"), joint stiffness ("tight joints"), arthralgia ("achy joints"), myalgia ("sore muscles"), genital pain ("genitalia pain"), vitamin d deficiency ("vitamin d deficiency"), platelet count decreased ("low platelet count"), vision blurred ("problems with focus"), disturbance in attention ("concentration"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety") and hyperhidrosis ("sweat profusely"). The patient was treated with oral contraceptive nos and surgery (she underwent pelvic surgery). At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, polymenorrhoea, pruritus generalised, fatigue, joint stiffness, arthralgia, myalgia, genital pain, vitamin d deficiency, platelet count decreased, vision blurred, disturbance in attention, mood swings, depression, anxiety, hyperhidrosis, abdominal pain lower and pruritus outcome was unknown. The reporter provided no causality assessment for anxiety, arthralgia, autoimmune disorder, depression, disturbance in attention, fatigue, genital pain, hyperhidrosis, joint stiffness, mood swings, myalgia, pelvic pain, platelet count decreased, polymenorrhoea, pruritus generalised, vision blurred and vitamin d deficiency with essure. The reporter considered abdominal pain lower, genital haemorrhage and pruritus to be related to essure. The reporter commented: on (B)(6) 2014, physician required surgical intervention to address her complications. Quality-safety evaluation of ptc: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Auto immune disease is not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 29-sep-2017: summons received- case became potentially legal, reporter added, device category changed from other device event to incident, events severe cramping, itchy skin, and heavy and irregular bleeding were added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.